Event description:
In 2002, the 17mm cryopreserved pulmonary valve and conduit was implanted into a patient of unknown medical history during a truncus procedure. The implanting surgeon reported that upon implant the valve appeared larger than documented and of less quality than expected. Status-post implant, the patient developed bleeding through the chest tube requiring return to the or. Upon re-opening the chest, the homograft was found to be pulsatile and a transesophageal echocardiogram was read at 30 mm. The valve was explanted and replaced with a 16 mm cryopreserved pulmonary valve and conduit.